Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-sep-2019, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient reported that their trial had worked well, but the permanent implant wasn't covering a wide enough area for her pain so the lead was replaced with a surgical lead. The patient said she gets good coverage with her current lead. No further complications were reported. No additional patient symptoms were reported.